Event description:
It was reported that the lead wire at the patient's tailbone seemed loose and it had been sore. It started about 3 months ago. The patient was experiencing a loss of therapeutic effect, since about 3 months ago. Symptoms reported had gradual onset. There was no known accident or incident related to this complaint. The patient lost her patient programmer, thus she hadn't been able to check her implant. The patient was to follow-up with her doctor. The patient saw something on tv about a recall. Patient services told the patient that patient services was not aware of any recalls on her implant system that was currently going on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v386611, implanted: (B)(6) 2010, product type: lead. (B)(4).